Manufacturer narrative:
Risk assessment; device was not returned and the lot# was not provided, therefore device history review and device inspection could not be performed. The possible root cause of the reported event is due to user error - freehand use to remove the blade - deviation from surgical technique.

Event description:
It was reported that at the patients six week follow up appointment it was noticed that a portion of a tab was retained in the patient. They tab snapped above the reduction thread.

Event description:
It was reported that at the patients six week follow up appointment it was noticed that a portion of a tab was retained in the patient. They tab snapped above the reduction thread.